Event description:
Per the clinic, the patient experienced strong vertigo and tinnitus with device use. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed april 28, 2015.

Manufacturer narrative:
(B)(4). Not yet received by manufacturer.